Event description:
It was reported that a physician attempted arteriotomy closure using a starclose device after an interventional procedure. Reportedly, the patient experienced a small amount of oozing at the puncture site after the procedure. Digital pressure was performed for several minutes and hemostasis was obtained. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided, therefore, the device history review could not be performed.